Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-2201-45dc serial: (B)(4), description: 45 cm twist lead, 0.016 tungsten stylet model: db-1110 serial: (B)(4).

Event description:
A report was received that the patient experienced mild impaired balance. The patient was administered medication and was reprogrammed. The event was assessed to be related to the stimulation and not related to the device or procedure. The event is currently resolving.

Manufacturer narrative:
Additional information was received that the event remains recovering.

Event description:
A report was received that the patient experienced mild impaired balance. The patient was administered medication and was reprogrammed. The event was assessed to be related to the stimulation and not related to the device or procedure. The event is currently resolving.